Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the perform a nano system within 10 minutes: 30 mg/dl and 155 mg/dl. No adverse event reported. Test strips have not been returned. Requested return of the alleged device for evaluation. And replacement was sent.